Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6): product type recharger h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6) ) revealed seam separation at entrance of donut end is splitting open as well as antenna test temp//6526.1/fail/c/t5190//////// 18.0/ 32. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight obtained.

Event description:
Information was received from a patient's (pt) representative regarding an external device. It was reported that that the controller started acting up the day before yesterday. Caller stated that the patient was trying to charge the implanted neurostimulator and it wouldn't charge and then it just stopped charging. Caller reported seeing the rm03 message. Caller confirmed that there is no damage to the controller port and stated that the recharger paddle gets very hot sometimes; pt rep mentioned recharger has been replaced before. Pt rep then stated the belt doesn't work out well so they hold recharger over the implant; agent asked- pt rep stated they see recharging excellent when charging the implant. Pt rep mentioned that pt is in a facility for alzheimer's. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.